Manufacturer narrative:
Correction to h6 "type of investigation" code from "10 - testing of actual/suspected device" to "4114 - device not returned." This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: the staff did not complete process when reprocessing was delayed. Often devices do not get into the automatic endoscopic reprocessor (aer) within 1 hour from the bedside clean (reprocessing do not start by aer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had positive culture results after being reprocessed; channels separated for brushings/washings, but still grew. The scope was isolated and not in clinical use. It was noted that the customer would not be returning the device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6).